Event description:
As reported by son of pt: pt was placed in a drive wheelchair. When the seat completed opening, her finger was caught between seat and chair. Right long finger digital phalanx amputated secondary to significant bone crush. Drive wheelchair, when unfolding the wheelchair the seat has a lot of force upon opening.